Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The reported difficult clip delivery system (cds) insertion was confirmed. The sgc valve was further examined. Upon inspection, it was noted that the hemostasis valve bond between the valve and guide shaft was broken and the valve was able to be rotated. Potential causes for a loose hemostasis valve bond can include, but are not limited to, user technique (excessive force applied to the valve) or manufacturing anomalies. With respect to user technique, the bond between the hemostasis valve and guide shaft can become loose if excessive force is applied to the valve; the bond can become loose if unintentional rotational force was applied to the hemostasis valve by the physician while manipulating the device due to difficulty inserting the cds devices. Based on the information reviewed, the reported difficulty/unable inserting the cds into the sgc was confirmed to be due to a loose bond between the hemostasis valve and guide shaft; however, a definitive cause for the loose bond could not be determined. A review of the device history record revealed no non-conformances for the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being submitted on the first steerable guiding catheter (sgc 10345135/(B)(4))to report the hemostasis valve bond break that was found during return device analysis, which has the potential to cause or contribute to air leak. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The first steerable guiding catheter (sgc 10345135/(B)(4)) was advanced to the left atrium. The clip delivery system (cds) was then attempted to be inserted into the sgc, but after aligning the blue alignment markers on the devices, the cds could not be inserted. The cds was removed out of the sgc for visual inspection. There were no signs of damage on the cds. The cds was again attempted to be inserted, but could not be inserted into the key ring of the sgc. The sgc was replaced, and the same cds was used successfully with the new sgc. One clip was implanted and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent preliminary returned device analysis, done on (B)(4) 2014, found that the hemostasis valve bond between the valve and guide shaft was broken and the valve was able to be rotated.